Event description:
During a standard follow-up, the physician found the device in stand-by mode. Then, by pressing ok, the device reinizialised itself with a subsequent loss of thelemetry. Physicians would know the motivations/causes of the stand-by mode and when it generally happens.

Manufacturer narrative:
The conclusions are as follows: the patient files led to the following observations: - the subject pacemaker switched in standby mode on (B)(6) 2025. - the pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks performed by the programmer during the device interrogation. The programmer has requested the switch in standby mode because at least one bit was corrupted. - the origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ ¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. - the device re-initialization process was properly performed and normal pacemaker functioning was restored. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a standard follow-up, the physician found the device in stand-by mode. Then, by pressing ok, the device reinizialised itself with a subsequent loss of thelemetry. Physicians would know the motivations/causes of the stand-by mode and when it generally happens.